Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for compromised force sensor system. Customer¿s blood glucose was 98mg/dl. Customer stated that insulin was "squirting out" during the manual prime process and insulin continues to drip after motor stops during the manual prime process. Customer also stated that they are unable to exit the "preparing to prime" loop. Customer mentioned that they are unable to describe the any possible damage to the drive support cap. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to a33 alarm.